Event description:
During an in clinic follow-up for device update, the device was interrogated and revealed the be in reset mode. The device download was performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.